Manufacturer narrative:
It was reported that upon pulling the pack for a case, staff member noticed a preexisting tear in outer packaging. There were no reports of death, serious injury, medical intervention, or follow up care.

Event description:
Open pouch seam.